Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.